Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the gap between acoustic lens and ultrasound probe may have occurred due to wear and tear, damage from customer mishandling and increased use time. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope exhibited the gap of adhesive on the distal end or stained entered inside the lens through the gap and there is a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.